Event description:
A patient reported that their meter had a display issue. Patient's meter allegedly had a discolored display the patient described as a "big black blur". The results on their meter were 153, 160 and 170 mg/dl. Time difference between readings was unknown. Patient reported symptoms of feeling "woozy". Patient visited their doctor since they had an appointment already. Unknown what the result on the doctor's meter was. Patient was given insulin. No further information has been reported.